Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station had a failed drawer. The customer stated that the device did not allow recovery of the storage space and displayed an error message stating that the device was not detected on the bus and required maintenance. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that drawers 5.1 and 5.2 were not detected on the bus. A field service engineer (fse) powered down the station and accessed it from the rear. Retractor bands were found scarred from rubbing against the drawer casing and were replaced. Drawer 5.2 exhibited binding due to failed rails, with the bearing cage separating from the rail, requiring force to open and close. The station was booted into the hardware test application (hta), and the drawer showed four good lights. Further inspection identified multiple drawers with failed rails, including drawer 2 and drawer 5. A replacement drawer was received, pockets were transferred from the failed drawer, the defective drawer was removed, and the new drawer was installed. The station was rebooted into hardware test application (hta) and application mode, the rear cover was reinstalled, and drawer functionality was verified. The system functioned as intended after the field service engineer repaired the device.